Manufacturer narrative:
(B)(4). Protruding staples. The analysis results showed that the device arrived in good visual condition and with two reloads present. Reload a was received fully loaded with staples; reload b was received partially loaded with only five staples present and all protruding. It should be noted that when manipulating the device, only the closing trigger should be grasped until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated, it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The device was tested for functionality with the returned reload a and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a pneumonectomy procedure, the original cartridge was not loaded into the instrument properly. The doctor commented that the cartridge might have been pulled when the retaining cap had been removed. The reload was loaded into the same instrument by the doctor. The device was fired on the blood vessel between the azygos vein and the superior vena cava. The doctor felt a difficulty in firing. When the device was removed, it was found that the staples were unformed on the blood vessel. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences for the patient.